Event description:
It was reported that a pt underwent an episiotomy repair procedure after normal labor on (B)(6) 2010 and suture was used. During the procedure, the surgeon used suture to sew the mucous membrane and muscle. Ten days post-operatively, the "cuticle" opened and the incision developed redness and swelling. The surgeon used potassium permanganate to treat. The pt is now doing fine.

Manufacturer narrative:
(B)(4). (B)(4). Infection. Result: representative samples of the product were tested for seal integrity by linear and vacuum test and the results obtained were in conformance with the requirements. The returned sample packaging was found to be intact. Conclusion: no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.